Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, positioning issues, and low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed and persistent suction alarms were present throughout case. Clinical details note that patient was having bleeding issues and required multiple blood products throughout support. Pump was unable to flow higher than p-4 without suction alarms. The root cause of the low pump flow was most likely patient condition related as patient required multiple suction alarms throughout support and patient needed many units of blood and required volume resuscitation. The root cause of the vascular damage - peripheral vessel could not be definitively determined as limited clinical details were provided of bleeding on support. The root cause of the positioning issues could not be definitively determined as limited clinical details were provided and no positioning issues were observed in data logs. B2 required intervention selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28028.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: "physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta." Caution: "physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance." Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "To reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position." "To reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality." "To reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance."

Event description:
The complainant reported that the patient experienced persistent bleeding and suction issues during impella 5.5 support. Roughly two days into support, a graft bleed was noted, prompting repeated washouts and explorations to manage the condition. Heparin was eventually paused in response to the ongoing bleeds. They patient also later became symptomatic from a possible gastrointestinal bleed. Transfusions were performed throughout support in response to the bleeds. Coinciding with the bleeds, the pump experienced persistent suction events. It was noted that flows higher than p-4 would result in immediate suction or ectopy. Repositioning was attempted, but was ultimately unsuccessful and the device remained in suboptimal positioning for support. The patient passed away after 27 days of support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.